Event description:
It was reported that during the first inflation in the non-calcified left anterior descending coronary artery, the trek rx balloon ruptured at 6 atmospheres, below rated burst pressure. The dilatation catheter and balloon were completely removed without difficulty. A non-abbott balloon was used to complete dilatation. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx trek balloon catheter found blood visible on the balloon and contrast in the inflation lumen and in the loosely folded balloon consistent with preparation and use of the catheter in the patient anatomy. A new indeflator was used in an attempt to pressurize the balloon to locate the rupture, but the balloon would not pressurize. After the balloon catheter was left pressurize to dissolve the contrast in the inflation lumen and balloon, the balloon was pressurized below the rated burst pressure (rbp) and fluid was observed leaking from two linear pinholes in the distal taper, confirming the reported rupture. There were no visible scratches. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The scanning electron microscopy (sem) analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. The leak was located over the distal marker along a fold crease. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. All products are 100% leak tested on line and a sampling of units are rupture tested prior to release. It is possible that the balloon was damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.